Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying the meter settings instead of the apply sample symbol when she attempted to test her blood glucose. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged issue began on (B)(6) 2012 at 7 p.m. The patient reported managing her diabetes with humalog insulin pump therapy (24 units per day). The patient mentioned that she tests her blood glucose 4-5 times per day and that her normal blood glucose results are between 100-120 mg/dl. The patient denied making any changes to her normal diabetes management despite the alleged issue starting. The patient told the mss that around 7:30 a.m. On (B)(6) 2012, she developed symptoms of "weakness, blurry vision shortness of breath, sweaty and unable to talk," which she associated with low blood glucose. The patient told the cca that she treated herself with food and/or drink at 8 a.m. On (B)(6) 2012. The patient told the mss that she believed developed the reported symptoms due to not being able to appropriately manage her blood glucose levels as a result of the alleged issue starting and not being able to obtain blood glucose results. The patient denied using another device to test her blood glucose. At the time of troubleshooting the cca documented that the patient was turning on the subject meter with the ok button and was using expired test strips. The cca educated the patient on the correct testing procedure and the alleged issue was resolved. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury and required treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.